Event description:
Dealer stated that the mattress on a (B)(4) semi electric bed is lumpy, causing user to get pinched when getting into or out of the bed. Minor injury, no medical intervention sought.